Event description:
It was reported that the port was implanted in 1997. At a recent flush, it was noticed that the pt's left arm was red and swollen. Since the port had been implanted in left subclavian it was suspected that the swelling was port related. It was then determined that the catheter had detached from the port and had migrated to the pt's arm. The catheter was removed along with the port. There were no further complications.